Event description:
Imp #: 3007573469-2015-00197.

Manufacturer narrative:
The device was sent to resmed tech svc ctr in (B)(4) for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. (B)(4).